Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported that the unit suddenly shutdown. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The symptoms displayed by the equipment indicate that the fault is related to the power management (pm) board. After analyzing the equipment, reviewing the manual and the instructions applicable to the equipment, it is necessary to apply replacement of (pm) board.

Manufacturer narrative:
G4:15dec2020. B4:18dec2020. Failure analysis on the returned power management (pm) board shows that the component failure u11 prevented the ventilator to power on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08sep2020. B4: 15sep2020. The field service engineer (fse) replaced the power management board. The necessary verifications to the equipment have been carried out to certify the return to the operating conditions and meets the manufacturer's specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.